Event description:
A generator was returned for analysis due to a prophylactic replacement. Product analysis was later completed on the generator. There were no surface anomalies found besides typical marks, dents, and discoloration seen with the implant and explant procedure. The device was able to be interrogated and system diagnostics were performed. All results were normal. The generator performed according to functional specifications when the final configuration r-wave test was performed. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output or magnet signals and demonstrated the expected level of output and magnet currents. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. However, the pulse generator was opened. A visual assessment on the pcba, performed at the pa test bench, showed contaminates on the trimmed edge of the pcba. The pcba was subjected to a postburn electrical test and results show that the pcba failed several electrical tests. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed again and all results were normal. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba. The data from the generator was also reviewed. It showed that the estimated charged consumed was not consistent with the measured battery voltage. This discrepancy suggested the battery depleted prematurely. A review of the device history record indicated the generator was likely subjected to the laser-routing process during manufacturing. No additional relevant information has been received to date.